Event description:
It was reported the device display a self test error. The biomed could not reproduce it. The device will be tested and returned to service. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.